Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the dilatation catheter was returned in five pieces. The balloon chamber material had sanguine material on both its interior and exterior. All components of the device were accounted for including the radiopaque marker bands. The balloon chamber material exhibited accordion folding, radial tearing, longitudinal tearing and the distal balloon bond was intact with the distal tip including the distal band marker. The devices single lumen was returned in two pieces and exhibited ductile deformation.

Event description:
The physician was ballooning in a previously placed stent within a fistula. Two balloons were used. The second evercross 8x80 balloon ruptured and came apart. It had to be snared out of the body.